Event description:
Healthcare professional reported a right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, white biological tissue on the shell, missing a piece of shell (0-25%), and wear abrasion. A microscopic analysis was performed which identified: sharp broken with non-penetrating nick near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as surgical impact. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non allergan device.